Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.

Event description:
Patient was revised due to dislocation secondary to a retroverted acetabular cup. During the procedure, wear was noted. No further information has been provided.